Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A partial sample was received for evaluation. Sample received with patient line, last fill line, heater line, and drain line tubing leads cut from set with no clamps or connectors received for those lines. A leak test, clamp function test, and clear passage test were performed with no issues noted. The sample was run through a simulated therapy with no issues noted. The reported problem could not be identified or duplicated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A customer contacted global technical services (gts) to report a damaged patient line which occurred while using the homechoice (hc) at the end of priming. The home patient (hp) was not connected. The hp stated the patient line broke at the tip near the connector. The technical service representative (tsr) advised the hp to start over with new supplies and asked hp to save the disposable set for sample pick-up / return to baxter for evaluation. During troubleshooting, nothing was found that could have caused or contributed to the damage disposable set. The hc was operational and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.